Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that insulin pump had frozen display. Customer reported that frozen display was recurred after installing a new battery and monitoring insulin pump for 2 hours. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
S/w version 4.10d. Retainer ring = clear. Case type = ngp. Customer returned pump for an alleged blank display found on 03-jan-2022. The pump passed the displacement test, active current test, and sleep current test; however pump did not pass self test. No blank display noted during testing. Unit alarmed pump error 63 during self test and pump trace download confirmed the pump alarmed pump error 63 variable 3 on 01/02/2022 19:02:54.000. Pump error 63 was due to broken trace u1 pin6 on keypad assembly. Pump successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1, pcba 2, and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, missing display window cover, broken belt clip rails, torn serial label damage, cracked retainer, cracked reservoir tube lip, corroded battery tube, and minor scratches on lcd window. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Retainer ring damage was confirmed during visual inspection where cracked retainer and cracked reservoir tube lip was noted. Pump error 63 was confirmed during self test due to broken trace on u1 pin 6. Exposure to moisture was confirmed on pcba 1, pcba 2, and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.